Event description:
Dealer sent to repair center and received a note to not operate unit until it complies with the recall. Dealer wants it to be repaired by invacare and to be sure running and fixed accurately.